Manufacturer narrative:
On 4/22/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that found the issue replaced the batteries, completed the pm and performed full calibration, functional and safety tests. The iabp passed all tests per factory specifications and was then returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that a 37 year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 275cc saline breast implants which bilaterally deflated after implantation. The issue was diagnosed during ultrasonographic examination. As a result patient underwent bilateral removal and replacement with catalog number 3501640, lot number 7587669 on 1/09/2019. This report is for the right side.

Manufacturer narrative:
Device evaluation completed on 6/25/2019; during evaluation of the sample a tear was observed on the anterior aspect and posterior aspect of the implant measuring 15.3 cm. Microscopic examination was performed and striations were observed in the rupture. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process . Manufacturer¿s reference number: (B)(4).